Event description:
It was reported that the handpiece began leaking a blood-like substance while the equipment was being tested. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece will not be returned to the manufacturer for investigation based on this event. A product return was requested, but the account advised that the product will not be returned. The reported condition of the device leaking cannot be confirmed without the product being available for evaluation.